Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The log files were analyzed and indicated an intermittent loss in contact force during the procedure and that optical fibers 1-3 did not meet specifications for optical properties; however, contact force was displayed when the returned device was connected to the tactisys quartz unit, with no error messages noted. The device met specifications for optical signal properties. In addition, the catheter met specifications during electrical testing, temperature testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturer report number: 9680001-2021-00044. During the premature ventricular contractions (pvc) procedure, it was noted that the contact force could not be displayed. The catheter was exchanged, but the same issue occurred. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient. A delay occurred due to this issue.